Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the yellow ethernet cable, the master tool manipulator (mtm), remote arm controller (rac) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci system training session that recurring recoverable faults occurred. The customer attempted multiple system restarts and hard power cycles, with no resolution. The caller was advised that an intuitive surgical inc field service engineer would need to service the system, and that the system would be in a down state until then. There were no reports of patient involvement.